Event description:
Device issue: failure to cross to treat perforation/failure to retrieve device requiring medical intervention. Time of device issue: during procedure. Adverse event: stent deployed in unintended site. Onset of adverse event: during the procedure. It was reported that a perforation was noted after the deployment of a 2.5 x 12 xience v stent in the obtuse marginal (om). The graftmaster device failed to cross to treat the perforation due to a tortuous and calcified proximal circumflex (cx). Attempts to withdraw the device into the non-abbott guiding catheter were unsuccessful, so the stent was deployed in the proximal cx which is an unintended site. The perforation was successfully treated using lengthy balloon dilations. The patient is fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Xience v stent delivery system (part #1009539-12, lot #unk, serial #unk) indicated is being filed under a separate medwatch MFR number. Evaluation summary: the inability to cross a lesion and difficulty removing the sds can be affected by numerous factors including, anatomical morphology, disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. There was no note of any damage observed to the sds or stent implant prior to the procedure, suggesting that a product deficiency likely did not contribute to the difficulties experienced. The sds likely interacted with the tortuous and calcified lesion such that it was unable to cross and could not be removed from the anatomy. The additional therapy/non-surgical treatment appears to be secondary effect of the reported failure to advance as the device was unable to treat the perforation. Furthermore, the foreign body left inside the patient appears to be a secondary effect of the reported difficulty removing the sds because, the stent was deployed at an unintended location in the vessel. The graftmaster otw instructions for use (IFU) states: "do not attempt to pull an unexpanded stent graft back through the guiding catheter; dislodgement of the stent graft from the balloon may occur." The IFU further mentions: "should unusual resistance be felt at any time, either during lesion access or during removal of the delivery system post-stent graft implantation, the delivery system and guiding catheter should be removed as a single unit." To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received with this complaint, the reported failure to advance and difficulty removing the sds appears to be related to operational context of the device and not product quality deficiency.